Event description:
The onsite biomedical engineer worked with the rse, and it was determined that the device needed a high voltage capacitor. The device had an error message 7;34;10 which indicates a low capacitor output. A replacement high voltage capacitor was shipped to the customer's site for biomed to install. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.